Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: ni. On (B)(6) 2019 [surgeon], and [surgeon], negligently perforated, cut, or burned a hole or enterotomy in [patient¿s] terminal ileum while lysing adhesive bands about the terminal ileum with the voyant intelligent energy system, rather than using non-electrified scissor disectors. While bandolysis relieved the obstruction of the terminal ileum, the enterotomy resulted in spillage of bowel contents into the peritoneum causing infection as seen in [patient¿s] spike in white blood cell counts on subsequent days. [Patient] became septic and developed myocardial ischemia. Patient status: [patient] become septic and developed myocardial ischemia.

Event description:
Procedure performed: ni. On (B)(6) 2019 [surgeon], and [surgeon], negligently perforated, cut, or burned a hole or enterotomy in [patient¿s] terminal ileum while lysing adhesive bands about the terminal ileum with the voyant intelligent energy system, rather than using nonelectrified scissor disectors. While bandolysis relieved the obstruction of the terminal ileum, the enterotomy resulted in spillage of bowel contents into the peritoneum causing infection as seen in [patient¿s] spike in white blood cell counts on subsequent days. [Patient] became septic and developed myocardial ischemia. Patient status: [patient] become septic and developed myocardial ischemia.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event. At this time, applied medical is unable to confirm that a product malfunction occurred. However, based on the information provided and a discussion with a surgeon, the event was most likely caused by a technical error by the surgeon and not a malfunction of the device.